Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resulting in no recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if any issues arise.